Event description:
It was reported that stent dislodgment occurred. The 2.50 x 48 mm synergy xd drug eluting stent was selected for use. When the balloon protector was removed, the stent came off the balloon. The procedure was completed with an alternate device. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown.